Event description:
The consumer reported his wife used the prod for eight or more hrs on her calf while sleeping. When the patch was removed, the consumer described a burn with blisters and skin removal. The consumer indicated that they were going to seek medical attn.

Manufacturer narrative:
Otc prod: yes. The consumer used the prod off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a vol and proactive measure by the MFR to enhance prod safety and pharmacovigilance.